Event description:
It was reported that atrial oversensing was noted. This lead was explanted and two new leads were implanted, in atrium and ventricle. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 7, 13.5, 16 and 19.5 cm distal to the df4 connector pin. The conductor cable leading to the proximal ring of the atrial dipole was found fractured 16 cm distal to the df4 connector pin. The above mentioned damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.